Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/09/2014 with the following findings: a review of the pump¿s black box history showed that cs 087 call service alarms were recorded. During testing, the pump powered on and emitted a cs 069 call service alarm. The pump case was removed and a component on the printed circuit board was found to be defective. The defective printed circuit board component was replaced and reprogrammed. The pump was able to be powered on and exercised with no further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.